Event description:
Patient allegedly received an implant on (B)(6) 2006 via left common femoral vein due to deep vein thrombosis (dvt). Patient is alleging vena cava perforation and organ perforation. The patient further alleges ¿abdominal, back and chest pain. He also complains of headaches, shortness of breath and nose bleeds. He also suffers anxiety, depression and emotional distress due to fear that the filter will cause additional, future injuries¿ as well as ptsd. Patient further notes, ¿[patient] can no longer perform his household chores, such as cutting his home lawn or lifting grocery bags because of the pain in his back abdomen and chest. He further contends that he can no longer play outside activities with his children, such as baseball and other sports, because of the pain he experiences in his back, abdomen, and chest.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6) 2018, ¿findings: there is an intact gunther tulip retrievable ivc filter. The apex distal to the right. The apex of the filter is at the level of the left renal vein origin. The legs of the filter extend beyond the margin of the inferior vena cava. One of the filter legs contacts the adjacent abdominal aorta. Unable to by her patency of the ivc given the lack of IV contrast. Ivc does not appear to be significantly decompressed.¿

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava/organ perforation, thrombosis (blood clots), abdominal/back/chest pain, headaches, shortness of breath, nose bleeds, anxiety, depression and emotional distress. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported abdominal/back/chest pain, headaches, shortness of breath, nose bleeds, anxiety, depression and emotional distress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip ivc filter device on (B)(6) 2006. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.